Event description:
Customer reported experiencing a low blood glucose event were paramedics were called out to treat at work. Customer stated the event occurred about a month ago and his blood glucose was 45 or 46 mg/dl. Customer then went to his doctors to change settings on the device. Customer stated he was being more active than normal. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.